Manufacturer narrative:
(B)(4). The facility has communicated that device is not available for investigation. Teleflex will continue to monitor and trend related ev ents.

Event description:
It was reported that involving a child patient, while in use, the extraction bag tore and the operated piece, appendix, remained in the abdomen of the child. The intervention took longer, and the appendix was lost in the abdomen of the child. It seems that the bags are less strong than before. Additional information indicates that the appendix was recovered and removed from the patient' abdomen and the patient's condition was reported as fine.

Event description:
It was reported that involving a child patient, while in use, the extraction bag tore and the operated piece, appendix, remained in the abdomen of the child. The intervention took longer, and the appendix was lost in the abdomen of the child. It seems that the bags are less strong than before. Additional information indicates that the appendix was recovered and removed from the patient' abdomen and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments , cutting devices, morcellators, e/ectrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be determined because of unavailable defective device and lack of information about defect from the customer. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.